Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of the implantable cardiac monitor, the patient's breast implant was punctured by either the insertion tool or the device. The device was removed and reinserted at a different location next to the implant. The device remains in use. No further patient complications have been reported as a result of this event.